Manufacturer narrative:
The insulin pump had intermittent buttons response due to corroded keypad traces and minor scratches on the display screen.

Event description:
Customer reported that the buttons on the insulin pump became unresponsive. Customer could not recall any significant event leading to this keypad issue. The blood glucose reading was 109 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.